Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen and loss of usability of the pump interface. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to cgm use, as the user can continue glucose monitoring with the dexcom g7 app or receiver. Investigation included remote troubleshooting and education on device shutdown and data handling, as well as arrangements for replacement logistics and return of the damaged unit. Investigation of this case revealed a device mechanical damage event affecting the display assembly consistent with impact from a drop, with no device alarms or therapy-related malfunctions observed. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to physical damage, not a manufacturing defect.